Event description:
The pt's brother reported that the pt was implanted in 2007, and since that time they have seen the hcp several times for dosage increases. He provided that nothing had helped the pt's spasticity. He stated that yesterday, they went in for another dosage increase and the physician's assistant (pa) decided to refill the pump for the first time. The pt's brother stated that the pump was filled with 40mls of medication at implant, but two months later, the pa pulled out 40mls of medication form the pump. He stated that the pump did not dispense any medication, but the pa was able to read the pump with the programmer. He stated that the pa told him that she will have the hcp contact him regarding his brother's implant. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.